Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use. Following a right superficial femoral and left iliac artery stenting procedure, the device was deployed. No complications were noted immediately after deployment. Approximately two hours later, the left foot became coll and pale. The patient was transported to another hospital for stenting and percutaneous transluminal angioplasty of the left iliac artery. The patient was discharged the following day with no further complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.